Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The cause of low bg level was unknown. The customer was unconscious because of the low bg level, and received third party assistance from emergency medical services (ems), who provided glucose and intravenous (IV) treatment to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.